Event description:
It was reported that the foot pedal keeps getting stuck. No further information was provided.

Event description:
It was reported that the foot pedal keeps getting stuck. No further information was provided.

Manufacturer narrative:
The console was field serviced at the user's facility. During service repair, the foot pedal was replaced. After the replacement of foot pedal, the issue was resolved and the console was functioning as intended. Service history review was completed and identified that the device was installed on (B)(6) 2014, and this event occurred 11 years after the system installation. After this period, component wear, failure or damage is possible based on product use. A risk review was completed and confirmed that the event of foot switch pedal stuck in on position was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all available information, the reported event was confirmed as the foot pedal had to be replaced, therefore, an investigation conclusion code of cause traced to component failure was assigned to this investigation.